Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Unique device identifier (UDI): (B)(4). Cranial access kit was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the drill does not tighten on the drill bit (ID 826614 - cranial access kit). The issue happened about five times with different providers, half of the instances required opening a new craniotomy access kit and utilizing a new drill. Other providers repeatedly tightened the drill bit until the burr hole could be completed. Product was in contact with the patient; however, no patient injury was reported and there was a 30 minutes surgical delay.